Manufacturer narrative:
The reported event of unable to fixate the lead was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism noted the helix was compressed and damaged that could have contributed to the helix issue reported in the field while no anomalies or distortion of the inner coil was noted that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue and compressed/damaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead could not be placed in the right ventricle. The physician completed the procedure with a different lead. There were no patient consequences.